Event description:
It was reported that the implant at tooth site #19 fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 6mm 5.7mm 13mm (tsv6h13) was returned for investigation. Visual evaluation of the as returned product identified the implant had signs of use, wear and apparent bone / tissue attached to external threads. Implant fractured at the collar region. Damaged on the implant was identified from the removal process. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were unknown bone density. The reported device had been placed on tooth #19 (universal) for approximately 12 years. The patient is a smoker. X-ray & picture evaluation: x-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (61630713) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61630713) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.